Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the affected product be received for evaluation.

Event description:
The customer reported that an infusion of epinephrine which was infusing at 0.3ml/hr was noted to be leaking during the day shift and was replaced with a new set which was noted to be leaking later in the day. A new set of tubing and syringe were provided with no further reports of leaking. The line was connected a patient's PICC line that flushed well. There was no patient harm.

Manufacturer narrative:
The customer¿s report of a tubing leak was confirmed. Functional testing was performed; a leak was observed at the connection of the maxzero connector to the mating syringe. Further inspection under magnification showed a microchannel on the interior wall of the connector. The cause of the leak is a microchannel found on the interior wall of the maxzero component. The root cause of the microchannel that creates a fluid path is a manufacturing issue.

Event description:
The customer reported that an infusion of epinephrine which was infusing at 0.3ml/hr was noted to be leaking during the day shift and was replaced with a new set which was noted to be leaking later in the day. A new set of tubing and syringe were provided with no further reports of leaking. The line was connected a patient's PICC line that flushed well. There was no patient harm.

Event description:
The customer reported that an infusion of epinephrine which was infusing at 0.3ml/hr was noted to be leaking during the day shift and was replaced with a new set which was noted to be leaking later in the day. A new set of tubing and syringe were provided with no further reports of leaking. The line was connected a patient's PICC line that flushed well. There was no patient harm.